Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level and failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product and will be providing a follow-up report when our investigation is completed.